Event description:
It was reported that a perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During a pulse field ablation procedure, a versacross connect access solution for faradrive was selected for use. The physician gained access. The physician ablated superior vena cava (svc) and cti (cavotricuspid isthmus) line. The transeptal access was gained and the physician noticed an acute pressure drop. A perforation of left atrium/left atrium appendage with transeptal sheath due to kinked wire prior to pvi ablation. As a result, the procedure was aborted, and medications were administrated. A pericardial tap was performed. Hence, the patient was hospitalized and expected to fully recover. In the physician opinion, he believes he pierced left atrial appendage with sheath. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.